Manufacturer narrative:
Model #: it is unknown which screw lot number was associated with the reported event: sa4035, sa1723, sa3105, sa3191, sa3305, sa3678, or sa3708. Device manufacturer date: 17 sep 2019, 01 aug 2017, 06 nov 2018, 26 nov 2018, 16 jan 2019, 06 jun 2019, or 24 jun 2019. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of the device history records was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial four (4) level open posterior fixation procedure from t11 to l3. Subsequently, on an unknown date, bilateral fracture of the pedicle screws at the l3 vertebrae was identified. Bone fusion was noted to be complete. The patient underwent a revision procedure to explant the screws approximately three (3) years after the initial surgery. The devices were successfully explanted with only the distal portions of the bilateral fractured screws retained in the l3 vertebrae. No further impact to the patient was reported. Report 1 of 2.